Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia repair, while fixing the mesh to the muscle, when the tacker was fired, 1 or 2 tacks fired properly but most of the tacks does not release completely. This makes the tacks to hook into the pores of the mesh and while the surgeon pulls out the tacker to tack the next site, the mesh also tends to pull out and tear. The only option left out to surgeon at that time was to change the tacker 3 times. As it was happening consecutively for every tacker given, then the last and final option is to change the lot that is available in the hospital. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the all three products noted the timing was disengaged. The first instrument was applied to the appropriate test media. The trigger was actuated and the remaining eleven tacks deployed and seated properly in the test media. The second instrument was applied to the appropriate test media. The trigger was actuated and the remaining sixteen tacks deployed and seated properly in the test media. The third instrument was applied to the appropriate test media. The trigger was actuated and the remaining nineteen tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.